Event description:
It was reported that intermittently "the pump just pauses/stops insulin in the middle of the night." The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump and manual correction injection.